Event description:
The surgeon reported that coronary artery bypass graft CABG procedure one zip fix as the surgeon was applying the zip fix, after he cut the excess off of the implant, the implant disconnected at the connection point. This failure occurred in the middle of the sternum and the surgeon did not use another zip fix to replace the one that had disconnected. The surgery was completed without further incident and no adverse effect to the patient was noted. (The consultant was not present for surgery.) This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.